Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during set-up for a procedure, the e-sep pencil was stuck on the coag function, even when inserted into a different generator. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up for a procedure, the e-sep pencil was stuck on the coag function, even when inserted into a different generator. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.